Manufacturer narrative:
Supplemental 2 created to notify the FDA of the duplicate file. Once completed the file (B)(4) will be close cancelled.

Event description:
It was reported from labor and delivery that during labor the delivering mother received a fentanyl epidural of 24 ml over one hour instead of the intended 12ml. The medications infusing were fentanyl 6mcg/ml and ropivicaine .25%in 50ml ns- in 50ml syringe.the mother experienced upper extremity weakness, hypotension and significant anxiety. When the issue was discovered the epidural infusion was stopped, the mother was repositioned, and the mother was administered oxygen per a nonrebreather mask. The infant experienced decelerations in fetal heart rate, and the infant was delievered approximately 15 hours after the concern with the infusion pump. The infant scored 6 out of 8 on the apgar test, and experienced transient tachypnea of the newborn (ttn) and was transferred to the neonatal intensive care unit. The infant did well and mother and infant were discharged.

Event description:
It was reported from labor and delivery that during labor the delivering mother received a fentanyl epidural of 24 ml over one hour instead of the intended 12ml. The medications infusing were fentanyl 6mcg/ml and ropivicaine .25%in 50ml ns- in 50ml syringe.the mother experienced upper extremity weakness, hypotension and significant anxiety. When the issue was discovered the epidural infusion was stopped, the mother was repositioned, and the mother was administered oxygen per a nonrebreather mask. The infant experienced decelerations in fetal heart rate, and the infant was delivered approximately 15 hours after the concern with the infusion pump. The infant scored 6 out of 8 on the apgar test, and experienced transient tachypnea of the newborn (ttn) and was transferred to the neonatal intensive care unit. The infant did well and mother and infant were discharged.

Manufacturer narrative:
Complaint now a serious injury.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused during a fentanyl infusion. No further information is available.